Event description:
A family member reported that patient experienced hyperglycemia because of alleged inaccurate low results with a one-touch meter. On event date, while at school, pt's blood glucose was 117mg/dl on ot meter. Since patient was experiencing blurring of vision, nausea and leg numbness, patient had school nurse re-test pt's blood glucose on unknown meter and it was high. Pt was treated with 5u of insulin. On event date, lifescan representative contacted pt's family member for further information. By going through the ot meter memory, it was found that pt had not tested on event date morning before going to school and did not take their morning set amount of insulin. It was also found that pt had not tested blood glucose since around end of april 2001. The meter memory showed that reading of event date was 177mg/dl and not 117mg/dl as reported by family member. Pt reportedly cleans ot meter with alcohol, and stores test strips outside storage vial. Both practices are warned against in the ot meter owner manual. Based on the available information there is no evidence that the ot meter displayed the pt's blood glucose inaccurately. No allegations of harm have been made.